Manufacturer narrative:
The reported symptom code (blank screen) was confirmed. External visual inspection showed no signs of physical damage. Functional display test failed. Upon investigation, the inverter board transformer was found burnt. A known good inverter board was installed and the screen became fully operational. Internal visual inspection showed no other signs of abnormalities. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported to technical support that the liberty select screen will not come on. The keys light up when power is up on the cycler but the screen still is dark. Patient tried pressing all on the screen but the screen did not come up. Patient reseated the power cord at both ends but this did not help. The liberty select was replaced. Additional information was solicited.